Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited far-field r-wave oversensing resulted in inappropriate automatic mode switch (ams). Programming changes were performed. The were no patient consequences.